Event description:
It was reported by the customer's husband, that the reservoir is blocked and the plunger will not budge. It was also reported that their was an occlusion. Customer declined troublehshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)